Event description:
While applying topical solution to the pt's lower back, the physician noted two (2) 5" scratches in the skin. Scratches were not present earlier during the first part of the skin prep using scrub solution. Examination of the paint sticks revealed that the sticks protrude through the sponge when pressure is applied and one (1) stick had a roughened edge. Bacitracin ointment was applied to the area at the end of the procedure. MFR's rep was notified.